Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing extension sets experienced kinked tubing. The following information was provided by the initial reporter: "the tube is badly kinked and will not allow flow."

Event description:
It was reported that the bd alaris smartsite low sorbing extension sets experienced kinked tubing. The following information was provided by the initial reporter: "the tube is badly kinked and will not allow flow."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 05-jul-2022. H.6. Investigation summary: one 20350e-0006 sample was received without packaging for investigation. The feedback provided by the customer indicates that it was not possible to prime the set as the tubing was kinked. A visual inspection of the returned sample confirms the customer's experience of kinked tubing, as two kinks were detected; one kink was located approximately 5cm below the female luer, whilst the second kink was located approximately 5cm before the male luer. Functional testing was performed connecting a 50ml bd plastipak syringe and flushing with fluid; and, in this instance, flow restriction was detected. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely to be related to excess solvent coming into contact with the tubing during the assembly process; the solvent would result in the tubing becoming more malleable which could result in the observed kinks occurring following the coiling process. This is a manual process and is likely to have occurred due to human error. Although a lot number was not available, using the laser ID on the smartsite component ((B)(6)) it was possible to track potential lots for the complaint product; a review of the production records for lots 21095535, 21095536, 21095537, 21105530, 21105531 and 21105532 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20350e-0006 product over the past 12 months.